Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button felt stuck. There was no impact to the customer's blood glucose level. Recommendation was made for the customer to apply more force when pressing the button.